Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was noted that on (B)(6) 2012, the locking screw was received without laser etching. No additional information is available. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Manufacturing documents were reviewed and no complaint related issues were found. The device was received and it was noted that there was no labeling on the lockscrew. This product does meet specifications. This was determined to be an isolated case.